Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgery to remove and replace the entire system due to an unspecified cylinder issue. No patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgery to remove and replace the entire system due to a cylinder cylinder fluid leak. The patient experienced pain. No other patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder and reservoir were visually and microscopically examined, and leak tested; while the pump was visually inspected. No anomalies were found with the pump and reservoir. The kink resistant tubing (krt) of one of the cylinders was found to have a fluid leak due to a fatigue. Based on the information available and analysis results, the fluid leak identified in the krt could have caused or contributed to the reported clinical observation of fluid leak. B5: describe event or problem, removed extra word: cylinder.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgery to remove and replace the entire system due to a cylinder fluid leak. The patient experienced pain. No further information was provided.